Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra- aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. While monitoring the patient the medical doctor (md) noticed that blood was filling up the tubing line (back flow). As a result, the iab was removed and another iab was inserted into the same insertion site. There was no reported patient death, injury or complications. There was a reported interruption / delay in iabp therapy for 5 to 10 minutes with decrease blood pressure. The patient outcome is listed as stable. The pump used for this event is a competitors.

Manufacturer narrative:
(B)(4). Evaluation: the reported complaint of blood in the helium pathway is not able to be confirmed. The product was not returned for evaluation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor this type of complaint for any developing trends.

Event description:
It was reported that while in the cath lab the intra- aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. While monitoring the patient the medical doctor (md) noticed that blood was filling up the tubing line (back flow). As a result, the iab was removed and another iab was inserted into the same insertion site. There was no reported patient death, injury or complications. There was a reported interruption / delay in iabp therapy for 5 to 10 minutes with decrease blood pressure. The patient outcome is listed as stable. The pump used for this event is a competitors.